Event description:
It was reported that the patient underwent a tlif for stenosis at l3-l5. The tip of the inserter was broken during the procedure. The broken tip was removed. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.